Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported x-rays indicated migration of an implanted octrode lead. Surgical intervention may take place at a later date.

Event description:
It was reported, that the patient's lead was explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.